Manufacturer narrative:
Product evaluation: iol returned positioned correctly in the iol case. Solution is dried on the iol. No damage observed to the iol. The product investigation could not identify a root cause for the reported complaint. The reported complaint is lacking in relevant information to complete a thorough investigation and to identify a root cause. Due to the lack of information, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a posterior capsular rupture during an intraocular lens (iol) implant procedure. The iol was removed and replaced.